Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the stirrer motor. The instrument was returned into service after the repairs.

Event description:
The customer reported that on (B)(6) 2011 erroneous, low creatinine (crem) results were generated on an unicel dxc 800 synchron system for two, same-patient, hospital in-patient samples. The initial erroneous, low crem result was reported out of the laboratory but was questioned by the physician because it was inconsistent with a historical outpatient crem result for this patient which was regarded as valid. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was retested on the unicel dxc 800 synchron system in duplicate, and once on another instrument. The results were higher, consistent with each other and the outpatient result, and were considered valid. Subsequently, a second same-patient sample was tested five times on the unicel dxc 800 synchron system. One of the five crem results was erroneously low. The other four crem results were higher, consistent with each other and the outpatient result, and considered valid. This sample was tested on another instrument in duplicate. The two crem results were higher and consistent with the outpatient result and considered valid. Instrument crem quality control (qc) results were within the customer's established specifications during the timeframe of this event. No additional system information or sample handling/collection information was provided by the customer.